Manufacturer narrative:
The customer¿s report that the tubing set separated at the base of the drip chamber was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection observed that the tubing had insufficient solvent applied at engagement during manufacturing process functional testing could not be performed on the set due to a leak that would occur from the separation. A dimensional analysis was performed and found to be within specification(s). The root cause was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that when the rn was attaching the secondary tubing set to the unspecified medication bag, the tubing set separated at the base of the drip chamber. There was no leak involved in this event as the tubing set had not been primed prior to attaching to the medication bag as the plan was to prime with the medication. This event occurred prior to the tubing set being attached to the patient, therefore; there was no patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that when the nurse was attaching the secondary tubing set to the unspecified medication bag, the tubing set separated at the base of the drip chamber. There was no leak involved in this event as the tubing set had not been primed prior to attaching to the medication bag as the plan was to prime with the medication. This event occurred prior to the tubing set being attached to the patient, therefore, there was no patient involvement.